Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation due to high impedance issue on all of the lead contacts. The lead was explanted, and a new lead was implanted. Effective stimulation as established post procedure. Patient was stable.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Correction h6 conclusion code.